Event description:
The procedure was scheduled as a removal of stent, ureteroscopy with laser lithotripsy, and removal of stone fragments, and placement of double j ureteral stents. Throughout the procedure, the doctor had difficulty getting the scope through the ureteropelvic junction (upj). The doctor managed to get the ureteroscope with laser fiber to the upj. The stone was identified, and the laser was used to break the stone into fine multiple fragements. During the procedure, while attempting to lase again, a two-inch piece of the distal tip broke off in the renal pelvis. The doctor was able to remove the fiber with a stone basket. When the tip broke, the technician "noticed laser beam not seen." Unfortunately, the doctor fired laser, and the beam went through the ureteroscope and burned it. No injury to patient. Procedure was completed with a b200.